Event description:
It was reported that while using bd synapsys¿ application workflow errors were observed by the laboratory personnel. There was no indication that erroneous results were received and there was no report of patient impact. The following information was provided by the initial reporter: the issue here is that for some specimens, we did not receive the status finished message and so they were still in the rfr list, and the user had to finalize the sample manually in synapsys.

Manufacturer narrative:
H6: investigation summary: the customer reported that samples which have already been authorized come back on the ready for reading worklists. This was logged against synapsys material number 444150, serial number (B)(6). The investigation concluded that the issue was the status finished messages were not received and so they were still in the ready for reading list. The customer had to finalize the sample manually in synapsys. This is an unconfirmed failure of a bd product. The root case was a customer lis setting. Bd will continue to monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ application workflow errors were observed by the laboratory personnel. There was no indication that erroneous results were received and there was no report of patient impact. The following information was provided by the initial reporter: the issue here is that for some specimens, we did not receive the status finished message and so they were still in the rfr list, and the user had to finalize the sample manually in synapsys.